Manufacturer narrative:
The reported issue was confirmed. During laboratory evaluation, the product surveillance technician (pst) was unable to move the cursor to the center of screen confirming the complaint. Installation of lab-use only (luo) touch screen restored functionality. Exterior inspection revealed no signs of abuse or damage. Interior inspection revealed no signs of ingress but revealed signs of damage and tampering. The device will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the arrow (cursor) could not reach the center of the central control monitor (ccm) touch screen. No other details regarding the nature of this event were provided.